Event description:
Was reported that the patient experienced elevated central venous pressure (cvp), bilirubin and creatinine (cr) levels, reduced preload, decreased urine output and right heart failure following ventricular assist device (vad) implant. The patient received dobutamine, intravenous (IV) furosemide, IV nitroglycerin, a sildenafil injection and continuous renal replacement therapy (crrt). The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that, following the implant procedure, the patient experienced elevated central venous pressure, bilirubin and creatinine levels, reduced preload, decreased urine output and right heart failure. The patient was treated with medications and continuous renal replacement therapy. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, right ventricular failure is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information was received from the hvad destination therapy post approval study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.